Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump has been alarming since the patient got home from the hospital. Per reporter, the patient thought the alarm was normal, so they never called anyone. Reporter stated they attempted to restart the infusion and pull the pump out of the bag and restart the pump, but the pump continued to alarm. Volume was unknown because the pump continued to alarm. No patient harm/adverse event reported.

Manufacturer narrative:
H6: updated. H3: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.